Manufacturer narrative:
MFR has not rec'd the device for eval, and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a male pt in cardiac arrest, the device displayed a "pacer fault 117" message. Complainant indicated that the pt subsequently expired.